Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a flow-directed dense mesh stent was implanted for a c6 segment aneurysm of the right internal carotid artery. During the procedure, after the fg15150-0615-1s microcatheter was in place, the ped-500-18 was delivered to the lesion site for deployment. After deploying the dense mesh stent for a certain distance, the distal end of the stent failed to open. After tension adjustment, retraction once, and adjusted the landing location, repeated attempts remained unsuccessful. The surgeon removed the stent with the fg15150-0615-1s microcatheter, replaced it with another stent and catheter, and continued the procedure. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline removed from patient. The pipeline was resheathed and removed with the microcatheter. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery c6 segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was slowed blood flow within the aneurysm. The distal landing zone was 3.99 mm. The proximal landing zone was 5.2mm. The access vessel was the right femoral artery with a diameter of 9mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was not determined. It was unknown if there was any issue with the phenom.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal end was not opened and frayed. While the braid's proximal end was found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was confirmed, as the braid's distal end was not opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.